Event description:
It was reported "battery not charging despite showing charging under status, iabp still alarming". The user switched consoles. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint for "battery not charging despite showing charging under status" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "battery not charging despite showing charging under status, iabp still alarming". The user switched consoles. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).